Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation a clinical investigation was performed by a clinical specialist to identify a causal relationship between the hemodialysis (hd) treatment and the adverse event. The clinical specialist concluded that a temporal relationship exists between the patient¿s adverse event of fluid overload, and the subsequent hospitalization and the hd treatment performed with a 2008t hd machine. However, no documentation was provided to suggest that a causal relationship exists. Therefore, any association between the 2008t hd machine and the adverse event of the fluid overload and the patient¿s subsequent hospitalization cannot be determined based on the lack of available information. Furthermore, additional details, specifically, patient treatment sheets, medical intervention, and hospital course have been requested and are needed to determine potential causality.

Event description:
A user facility reported that an end stage renal disease (esrd) patient on hemodialysis (hd) therapy since (B)(6) 2016 was hospitalized with fluid retention following a hd treatment on (B)(6) 2017. The patient was discharged the following day. The course of the hospitalization is not known. However, the patient¿s hd nurse reported that the hospitalization was likely due to non-compliance with fluid intake and dietary measures. Subsequent follow-up revealed that the patient has been meeting dry weight and has been doing fine with the hd treatments.